Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a low glucose reading issue with the adc device. The customer received unspecified low readings "below 70 mg/dl" and including a reading of 57 mg/dl on the adc device compared to a reading of 105 mg/dl and unspecified readings that on average were "20 mg/dl-50 mg/dl" higher than the readings obtained on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully, and there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.